Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). At 11:00 am she was vomiting excessively so she was then advised by her doctor to go to the hospital. Upon arrival at the hospital she was admitted with bg reading of 600 mg/dl and dehydration. They placed her on an intravenous therapy of fluids. At 7:21 pm the pod was deactivated. She stays in the hospital overnight before being released.